Manufacturer narrative:
Additional information was added to h6, and h11. H11: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection, with the naked eye, was performed with no issues noted. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. There were no alarms during the machine testing of the sample. The sample met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small puncture hole in the heater bag of an amia cassette. This was discovered during set up for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.